Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria no UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. Dlk is not related to the device. (B)(4).

Event description:
An optometrist reported a patient with trace to stage one diffuse lamellar keratitis of the left eye three days following lasik treatment. The topical steroids were increased. Upon follow up it was reported the symptoms resolved postoperatively.